Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 12 atms during post dilatation. The calcified 90% stenosed lesion was located in the non-tortuous proximal left anterior descending (lad) artery. A cypher 3.0-18 mm stent was implanted in the lesion. The procedure was successfully completed with the use of another maverick monorail balloon. No pt complications or injuries were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure anlysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplmental medwatch report will be filed. The mfg records for top assembly batch 8054598 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.